Event description:
It was reported that the patient's lead was fractured during an explant, leaving most of the broken off lead in the brain. It was not fixed to the skull anymore.

Manufacturer narrative:
Concomitant medical products: product ID: 3387, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3387, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.